Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Approximately seven months later, the patient was hospitalized for the peritonitis. The cause of the peritonitis was undetermined. Treatment was not reported. The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Date of event: on an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number(s) h12g19068, h12i27059, h12j01053, h12j03034, and h12l07031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.